Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were offline and failed to open. A technical support specialist (tss) remoted into the cabinet and confirmed that the network adapter already populated, and the network configuration was correct. The tss checked the event viewer and found that the issue was associated with product incident (pi) 55845. The tss then closed and reopened the medbank application, after which the drawers functioned properly, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline and was not opening. There were no adverse events or injuries reported based on this event.